Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that ez-prime steps were performed correctly. A high pitch noise occurred during the investigation. Pump lost prime after a few minutes. Force calibration passed at 150. Opened pump- contamination was found on lead screw and piston threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination was found on lead screw and piston threads. This report is made based on results of investigation completed on (B)(4) 2015.